Event description:
Pt's heated ventilator breathing circuit ignited. Ventilator and heater/humidifier controller were operating normally with an electrically heated breathing circuit until an audible alarm occurred in the heater. When the therapist pushed the heater's reset switch, a fire ignited within the distal connector end of the breathing circuit's expiratory limb. The therapist immediately pulled the hose off of the ventilator, shut off oxygen and began manually ventilating the pt. No pt injury occurred. The remains of the breathing circuit will be shipped to the MFR for analysis. The controller unit was tested by hosp tech and proper operation was verified. It, too, will be shipped to the MFR for more detailed testing.